Manufacturer narrative:
Product complaint # : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Product name: attune measured sizer; product code: 254400509; lot/batch/exp: n/a. Did the event happen during a procedure? Yes. Event outcome/how was it managed? Additional tray open to replace item was there a patient impact or was the procedure extended greater than 30 minutes due to the failure? No. Please give a detailed explanation of the event: as measured sizer was removed from pins, item snapped, replacement tray opened to support second knee as the case is a bilateral.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was received and confirmed the failure mode as stated. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary no device was received. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.